Manufacturer narrative:
(B)(4). Additional information: the device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. No alert screens were displayed during testing. There were no anomalies noted with the functionality of the device. The ¿reposition jaws and reactive¿ alert screen is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). However; no alert screens were displayed during testing.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a liver resection procedure, device one opened and plugged into generator. About to be activated first time and jaws got stuck on tissue with error code "reactivate on tissue." Jaws had to be pried apart by the surgeon. Attempted second activation on smaller amount of tissue. Same issue. Device replaced with second device. Exactly the same issue occurred. Another device with a different product code was used to complete the procedure. Delay of ten minutes. There were no adverse consequences for the patient reported. Two devices will be returned.